Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer did not remove residual air from the cartridge. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was in the range of 100-200 mg/dl.